Event description:
It was reported that during implant procedure, the physician was not able to insert the stylet into the lead. Another lead was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.6 cm for analysis. Final analysis was normal. No anomalies were found.